Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Related manufacturer reference number: 3006705815-2023-05980 and 1627487-2023-04500. It was reported that the patent was experiencing discomfort at both ipg site due to the patient being very thin. It was also reported that the patient's system diagnostics recorded high impedances on the lead. Surgical intervention took place where the ipg's, lead, and extensions were explanted and replaced to address the issue.

Manufacturer narrative:
Date of event estimated.